Event description:
Customer reported, the ivent was being used in the MRI suite. It was reported that the ivent became attracted to the magnet and went into the scanner. There was no reported pt injury. It was reported that the tech was holding onto the ivent stand at the time of the attraction and fell to the ground, spraining his wrist. The tech reportedly received no medical treatment.